Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the spring wire guide was kinked at the time of the attempted insertion.

Manufacturer narrative:
(B)(4). The customer did not return a complaint sample; however, they supplied two photos showing the complaint sample. The images show a kinked guide wire within the guide wire advancer. The needle/catheter subassembly is included in the photos but it is not attached to the swg subassembly. The guide wire does not appear to have evidence of use; however, this cannot be determined without the complaint sample to evaluate. The product lidstock is also included in the photos. The probable cause of the complaint issue could not be determined from the images. A device history record (DHR) review was performed on the kit and the guide wire assembly and no relevant manufacturing/ packaging issues were identified. The instructions for use provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered while advancing spring wire guide do not force feed. It warns to not retract spring wire guide against edge of needle while in vessel to minimize the risk of spring wire guide damage. If resistance is encountered during spring wire guide advancement withdraw entire unit and attempt new puncture. The report that the guide wire kinked was confirmed through examination of the customer supplied photos. The images shows the guide wire kinked within the advancer tube; however, the actual complaint sample was not returned for evaluation. The DHR for the guide wire and catheter were reviewed with no evidence to suggest a manufacturing related cause. The probable cause of the guide wire kinking could not be determined based upon the information provided and without the actual complaint sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the spring wire guide was kinked at the time of the attempted insertion.